Event description:
Got first nebulizer machine on (B)(6) 2018 called (B)(6) pharmacy on (B)(6) 2018, was told by them to return it. The nebulizer was returned because it had strong chemical smell coming from the machine (without the hose hooked to it). Could taste the chemical in my mouth. I used the 2nd machine only 2 days because it too had a strong chemical taste and smell coming from it also. Was told by (B)(6) pharmacy before I return the 2nd machine, I had to call cardinal health and get the ok from them. Cardinal health said it was ok to return the 2nd machine to (B)(6) pharmacy so I did on (B)(6) 2018. I got a replacement nebulizer machine for a different MFR(philips) and there was no chemical smell or taste from it. Cardinal health.